Event description:
It was reported that during a laparoscopic gastric bypass procedure, both trocars were leaking and losing pneumo. Other trocars were used to complete the procedure. No adverse consequences reported.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown whether there are plans to reimplant the patient as of the date of this report, august 10, 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).